Manufacturer narrative:
The alleged event was not confirmed. The device component was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Hemodialysis clinic biomed technician reported that during an internal inspection the power cord appeared discolored and burnt. No patient was affected by this issue. The cord was discolored a dark brown/ black color around the spike that goes into the wall outlet and inside the cord near that spike. There were no flames, sparks or smoke visible. The gcfi hospital grade outlet was not damaged. The power cord was replaced to resolve the issue and no sample is available.